Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. The doctor was trained by the olympus representative. And is experienced in the use of the device. The procedural tips and techniques instructions that were distributed on 09/27/2013, have been shared with the user facility. There was no delay in the procedure. There was no cable damage. The device was inspected before use, with no anomalies noted. The connection points to the generator were inspected. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were bundled. The device history record review confirmed, that the device lot had no anomaly in inspection. The tissue pad in the grasping section was intensively worn away. There was a mark in the non-insulated area of grasping section, which came in contact with the probe and was abraded against it. There was a mark in the probe, which came in contact with the non-insulated area of grasping section and was abraded against it. The exact cause of the event cannot be exclusively identified. However, based on past investigations, the peeling of the tissue pad and the blue spark is likely, occurred by the following mechanism: 1) ultrasonic output was performed with the grip closed (including after the tissue was cut), without gripping the tissue. As a result, the tissue pad was severely worn. 2) due to the severe wear of the tissue pad, the grip and the tip of the probe came into contact. 3) seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the blue spark and the contact marks on the non-insulated area of the grasping section and the probe. The instructions for use includes the following statements: ·do not activate output in seal & cut mode, while the grasping section is closed. Without contacting tissue or vessel, or ensuring, that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad. Such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue, so that users can confirm, it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off. And partial separating of the tissue pad may occur, due to a local increase of temperature, caused by the friction between tissue pad and the probe tip, during activation.

Event description:
As reported by the customer for this event, five minutes into an unknown therapeutic procedure there was a spark from the device and a piece of the teflon pad chipped off. The chipped piece was retrieved and the procedure completed with another similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has a partial split near the edge and center exposing a small portion of metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was functionally tested and no issues were noted, as energy passed through to the distal end that was visually represented by vapors of moisture when coming into contact with the wet cotton pad. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.